Manufacturer narrative:
The customer reported that the bedside monitor (bsm) will not run on battery power. It will not turn on when not in a charging cradle or docked into a host monitor, and when removing it from the ac cradle or host monitor while running, it immediately powers off. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1: 09/03/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 09/05/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information.

Event description:
The customer reported that the bedside monitor (bsm) will not run on battery power. It will not turn on when not in a charging cradle or docked into a host monitor, and when removing it from the ac cradle or host monitor while running, it immediately powers off. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the customer reported that the bedside monitor (bsm) will not run on battery power. It will not turn on when not in a charging cradle or docked into a host monitor, and when removing it from the ac cradle or host monitor while running, it immediately powers off. No patient harm was reported. Investigation conclusion: the root cause of the reported issue is due to device damage and failure of internal components. No further investigation will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 09/03/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 09/05/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor (bsm) will not run on battery power. It will not turn on when not in a charging cradle or docked into a host monitor, and when removing it from the ac cradle or host monitor while running, it immediately powers off. No patient harm was reported.